Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent insulin gauge fill estimates were inaccurate. Customer¿s blood glucose ranged between 100 to 350 mg/dl. Reportedly, the customer will continue to use pump for insulin therapy. Review of pump data logs verified customer received multiple inaccurate fill estimates.